Manufacturer narrative:
Lot number - 18k037, 19a046. A photograph of one sample was provided for evaluation. Visual inspection revealed a leak at the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. A video of one sample was provided for evaluation. Visual inspection of the video revealed fluid inside the pouch that contained the device, indicating that a leak had occurred. The location of the leak could not be identified from the video. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 20 </noe> malfunction events. It was reported that twenty large volume infusors leaked prior to patient use. Eleven of the devices leaked from the blue winged luer cap, and nine devices leaked from an unspecified location. There was no patient involvement. No additional information is available.